Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the suspected leaflet tear. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After grasping, the clip was secure and stable, so it was deployed on the leaflets; however, after about one minute, the clip was noted to be titled and mr increased from <1 to 3. A leaflet perforation of the anterior medial leaflet was the suspected cause of the clip to tilt on the leaflet. A second clip was implanted laterally, reducing final mr grade to 1-2. There was no adverse patient effect or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of tissue damage is listed in the mitraclip g4 system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on available information, the reported migration (partial clip movement) appears to be a cascading event of the leaflet tear. A cause for the leaflet tear could not be determined. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.